Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
It was reported that the unit would not transition from battery power to ac power. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that after a battery replacement, the unit would not power on. When the battery was removed, the unit still would not power on ac power. The customer was advised to swap out the power management board and check the power supply. The customer later reported that the power management board required replacement.

Manufacturer narrative:
G4: 22apr2020. B4: 28apr2020. The customer reported that the unit has been sent to their corporate office for repairs. Field service from philips was declined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.